Event description:
Reporter said her daughter uses dexcom g6 glucose monitoring system and it has malfunctioned so many times. She said it has two specific issues. The needle is not retracting and the applicator is not releasing. Reporter said she contacted dexcom to report this problem and was told it would go away but the problem is still ongoing. When the sensor of the wire dislodges from her daughter's body it gives a false reading. She said if the sensor is out of her body it should stop reading. She went on to say that the other problem is the sensor gives incorrect reading. She said her daughter has two incidents one time in the fall and another time in the spring that the sensor read normal when her daughter's blood glucose was dangerously low.